Event description:
Customer reports one incident of a patient reaction one hour after the initiation of treatment. Patient developed itching all over the body. No further information available at this time.